Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the protective footplate had been drilled into and bent; and the cutter could not be inserted. Therefore, the reported condition was confirmed. It was determined that the cause of the craniotome malfunction was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment could be forced into position which placed the distal tip of the burr in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro tip. The assignable root cause for the damaged protective footplate was user error. The assignable root cause for the cutter not being able to be inserted and the worn bearings that were no longer in axial alignment was normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the drill tip on the craniotome device was bent and drilled; and that the cutter could not be inserted. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.